Event description:
The customer reported receiving erratic readings of 250 mg/dl and 120 mg/dl on their freestyle flash meter and experienced symptoms of hyperglycemia. The customer consulted her doctor and was diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.